Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the prograsp forceps instrument to be missing the distal clevis pin. The distal clevis pin was not returned with the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product/event. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the prograsp forceps instrument (pn: 420093-14, batch-sequence: n10200127- 328) associated with this event has been performed. Per a review of the logs, the prograsp forceps was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 1st use of the instrument. This complaint is being reported because the prograsp forceps instrument was found to have a loose pin. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument was returned with 9 uses remaining and, therefore, was not expired.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, a pin had loosened at the tip of a prograsp forceps instrument, which resulted in an inability to remove the instrument from the system. The procedure was completed with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed manually with no fragments falling into the patient per the report available to the initial reporter. A new port was used to continue. The delay to the procedure was reported to be less than 15 minutes.